Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use cardiosave intra-aortic balloon pump (iabp) had screen flickering issue and screen is changing colors. There was no patient involvement.

Manufacturer narrative:
Corrected fields: h6- medical device problem code. Updated fields: b4, g1-contact person at mfg site, g3, g6, h2, h, h6-type of investigation, investigation finding, investigation conclusion, component code and h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The screen top screen was green and was hard to read. The fse troubleshot the unit and installed the video generator board replacement kit. Unit works to spec. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Cleared for use.

Event description:
N/a